Event description:
One day after the pump refill, the pt experienced an overdose. The pt was lethargic, confused, "out of it weired", "passed out", and drooling on herself. The pt was taken to the ER the following day and admitted to the hospital. It was reported that the patient's dose was decreased from 1700 mcg to 1000 mcg; the medication being delivered via the pump was not reported. Two days later, the pt was discharged from the hospital. The pt was at home and her status was reported to be good. Additional info has been requested, a follow-up report will be sent if additional info becomes available.